Event description:
A device report from (B)(6) indicated (B)(6) hospital in (B)(6) reported: pt was implanted on (B)(6) 2012 with prodisc-l at level l4-5 and surgeon excised the l5-s1 disc and replaced with visios cage and atb plate. Post operatively, pt complained of the onset of acute back pain and returned to surgeon on (B)(6) 2012. X-ray examination showed the superior aspect of the pdl had subsided through the inferior l4 vertebral body. Surgeon noted pt had poor bone quality. Surgeon ordered a CT scan for further diagnosis. Pt was returned to the operating room on (B)(6) 2012 for the pdl removal. A vascular surgeon was called in to do anterior approach. During the approach by the vascular surgeon, the pt suffered a significant vascular injury and suffered acute blood loss. Pt went into cardiac arrest and was resuscitated. The surgeon was not able to gain access to remove the implants and the pdl removal never took place. The pt was transported to (B)(6) hospital and is scheduled to have a leg amputated along with bowel resection surgery as a result of the vascular injury and acute blood loss. It is not known at this time if the pt will be scheduled to have the pdl implants removed. This is 3 of 3 reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as no product was received.